Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received with minor scratches on lcd window and cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error alarm from the insulin pump. The customer stated that the pump is beeping, and he had a black circle on the screen with a button error alert. The customer was advised to remove the battery and reinsert, the error has returned. The customer will be sent a replacement pump.